Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of back-up vvi was confirmed in the laboratory and was due to a power-on reset. The cause of the power-on reset was due to external defibrillation.

Event description:
It was reported that the device went into reset during dft testing. The device was replaced.